Manufacturer narrative:
A complete lead was returned for analysis in two segments. External insulation abrasion was noted at 16.2-16.5 cm from the pin and 6.2-6.5 cm from the distal tip consistent with lead friction to the ICD can and another device or feature of the heart. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.